Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the pump segment that was left implanted (unused), it was clarified that no part of the segment would be returned as it still remained implanted or the customer had discarded. It was clarified that after it was disconnected from the pump, the physician was also unable to aspirate the catheter. The specific location of the occlusion was not determined. The cause of the occlusion / inability to aspirate was not determined. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter; ubd: 04-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 800 mcg/day via an implantable pump for intractable spasticity and cerebral pasly. It was reported the patient suddenly started having an increase in spasticity and pain on (B)(6) 2018 which prompted them to visit their healthcare provider on (B)(6) 2018. The rep stated the hcp suspected something was wrong on (B)(6) 2018 and they were initially just going to access the catheter access port (cap) however they decided it would be best to replace the pump and revise the catheter. The issue was diagnosed via dye study and surgical exploration. It was reported the hcp had to use an x-ray to find the pump since it was implanted very deep. It was confirmed there were no issues with pump, so the hcp would not be returning the pump. It was noted the hcp was unable to aspirate from the cap, and the catheter was occluded. The catheter could not be aspirated from the pump end during the revision. However, the catheter appeared patent from the spinal end to the pump portion. The pump portion of the catheter was replaced. Most of the existing pump portion of the catheter was intentionally left in place (no longer in use). Technical services reviewed programming navigation, theory and use for the catheter information and priming bolus. The hcp indicated they were not sure if the old catheter length was correct. It was confirmed the new length was within the normal range. The existing dose of 800 mcg/day was reduced to 400 mcg/day. No further complications were reported or anticipated.